Manufacturer narrative:
The complaint reported event was confirmed from the medical record. A review of DHR, lot history, and complaint history did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, approximately 3 years and 4 months post implantation of a 29mm sapien 3 valve in the aortic position, the valve was explanted and replaced with a surgical valve due to degeneration. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient has a medical history of hyperlipidemia, which is a well-known factor that increases the risk of leaflet calcification. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event.

Manufacturer narrative:
Investigation is underway.

Event description:
It was reported through edwards lifesciences ipr department, approximately 3 years and 4 months post implantation of a 29mm sapien 3 valve in the aortic position, the valve was explanted and replaced with a surgical valve due to degeneration.